Event description:
It was reported that a thrombus occurred. On (B)(6) 2022, a left atrial appendage (laa) closure procedure was successfully performed using a 27mm watchman flx laa closure device with delivery system (wds). The patient was discharged with prescriptions for an oral anticoagulant (oac) and aspirin. After a routine follow up examination on (B)(6) 2022, the patient was instructed to discontinue aspirin. On (B)(6) 2022, during a transesophageal echocardiogram, a laminar thrombus measuring 10mm by 30mm was discovered on the face of the closure device. Oac dosage was increased following discovery of the thrombus. No patient complications were reported.